Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an implant was placed at tooth location #30, on (B)(6) 2018 and extracted on (B)(6) 2019. The patient visited the doctor's office on (B)(6) 2019 with a complaint of pain and tenderness. The implant was removed on (B)(6) 2019. The implant was mobile and lacked primary stability within 3 weeks of placement. The patient had type 4 bone quality, and has a history of diabetes. It was reported that the implant site was possibly infected. The patient is healing and awaiting re-implantation.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to lack primary stability. It was reported that the patient has type IV bone quality. Type IV bone has a thin layer of cortical bone surrounding low-density spongy bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. It is possible that the patient's bone quality might have contributed to the implant's lack of primary stability. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.